Event description:
Patient having breast stereotactic core biopsy procedure with vacuum assisted device. When radiologist removed the biopsy needle from the biopsy site, the mammomark clip dislodged and fell out of the biopsy site. Post biopsy mammogram did not show clip. Mammography staff will track in biopsy/clip log to identify any trends with this particular product.